Event description:
It was reported that the reporter read somewhere that if the catheter got clogged, the device leaks right at the site of the pump. There were 8-10 patient¿s that died from overdoses.

Manufacturer narrative:
The dates of the patient deaths were not reported. Concomitant medical products: product ID: neu_unknown_cath, serial# unknown, product type: catheter. Product ID: neu _unknown_cath, serial# unknown, product type: catheter. (B)(4).